Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable when follow-up was attempted. The patient reported that the device issue began on (B)(6) 2017 and reported obtaining results of ¿69, 93, 103 and 196mg/dl¿ on the subject meter, within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for precision. The patient manages his diabetes with oral medication, diet and exercise and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that at an unspecified time after the alleged issue occurred, at ¿12:00pm to 05:00pm¿ he developed a symptom of ¿shaky hands¿ however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing procedure and the test strips had not expired or been stored incorrectly. When a control solution test was performed, the results were within range. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.